Event description:
It was further reported that the event was observed by a clinical manager and private duty nurse. Upon observation of the issue, the tracheostomy tube was removed and the patient's previous tracheostomy tube was placed until a new tracheostomy tube could be taken out and placed. No patient injury occurred and the no medical treatment was required.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Notification of reported event received via voluntary medwatch mw5068598.

Event description:
It was reported that during a routine change of the bivona® 5.0 tracheostomy tube, it was noted that the obturator could not be removed from the tracheostomy tube; no medical "testing" was required. The tracheostomy tube was replaced. It was reported that medical intervention was provided, no further information regarding the intervention was provided. Upon examination of the removed tracheostomy tube, it was observed that the obturator of the device was bent. The tracheostomy tube was discarded. Prior to the reported event, the tracheostomy tube had been used and cleaned three times. The device was cleaned according to manufacturer instructions. According to the report, the patient had recently moved and the device had been packaged, moved, and then put away prior to the event. The box that moved the tracheostomy tube had contained additional medical supplies and the additional supplies did not show signs of damage. No permanent injury reported. Additional information has been requested; if received, a supplemental report will be sent.